Manufacturer narrative:
Additional info: further information was provided and reported the review is a long-term retrospective study, therefore, serial numbers are not available. Models were mostly the 350mm. Patient outcomes that were available were reported in the study. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact age not provided. The mean age at which eyes underwent surgery was (B)(6) years (n=56; median of 51 years; range 26-72). Gender/sex: 15 males and 22 females. Date of event: unknown, not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided section. The device was not returned for analysis. The serial number for this device is not available. Therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. Cao, j., srivastava, s., lowder, c., sharma, s., baynes, k., eisengart, j. (2020) long-term outcomes of glaucoma drainage implants in uveitic eyes with fluocinolone acetonide implants. Journal of glaucoma publish ahead of print. Doi:10.1097/ijg.0000000000001549. A copy of the article is provided with this report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: 'long-term outcomes of glaucoma drainage implants in uveitic eyes with fluocinolone acetonide implants'. A retrospective study was conducted to evaluate the long-term control of intraocular pressure achieved by glaucoma drainage implants (gdi) in uveitic eyes with glaucoma and a fluocinolone acetonide (fa) implant. Baerveldt glaucoma implant (bgi) related complications included tube occlusion (n=1) which required defenestration followed by laser suture lysis; corneal edema (n=2; although it is not clear if it is directly attributable to bgi) which required descemet¿s stripping automated endothelial keratoplasty (dsaek) with synechiolysis; hypotony (n=3) which required bgi removal with or without implant exchange. Another patient had corneal edema (n=1) which was possibly related to an exposed prolene suture from a nasally-placed fa implant in which the edema improved after suture was trimmed. No additional information was provided. This report captures the product problem. A separate report is being submitted for the reported adverse events.